Event description:
A healthcare facility reported that the expiratory tube of an rt340 adult breathing circuit had a leak. This was detected before use. No patient consequence was reported.

Manufacturer narrative:
The returned breathing circuit was visually inspected for holes and pressure tested for leaks. Results: the returned breathing circuit had a leak outside the allowable limits. A hole was also observed near the y piece in the evaqua film of the expiratory tube. The edges of the hole were stretched in a way consistent with it being punctured by a blunt object. A lot check revealed no other similar complaints for this lot number. Conclusion: all breathing circuits are pressure tested during production and those that fail are rejected. This suggests the leak developed post production during transport, storage or use. The observed hole edges suggest the tube was punctured by a blunt object. The rt340 user instructions advises the user to perform a pressure and leak test on the breathing circuit system, to fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage and to set the appropriate ventilator alarms. Our monitoring and trending of leaks on adult evaqua breathing circuits has a rate of occurrence worldwide for the past year.